Event description:
Additional information was received from the manufacturing representative. Rep stated the cause has not been determined. Per technical services, rep added a group d and programmed a simple bipole for the patient to try. They discussed this will not be therapeutic but more for us to determine the cause. Patient was going home to test out the new group and wait for the battery to get to 80% or below and then contact the rep if the error message occurs or not. The issue has not been resolved. They are waiting to determine the cause and next steps. Rep will contact tech services again when rep meet with the patient next to discuss the next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-12: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller stated that starting yesterday, they saw therapy increase not available message on a, b, and c when they tried to increase intensity. The pt stated they could decrease. The pt stated that they were able to increase their stimulation up to a point where it was pretty intense, but when they went down it was a relief and they would leave it there. The pt stated their back was now in pain and was on group b set at 0.8 right now. The pt stated they had never increased over 1.6 or 1.7. The pt stated they were with their representative (rep) yesterday and said there were no connection or impedance issues. At the end of the call, the pt stated that they were able to increase on all groups and the message was not appearing. The agent reviewed this issue may be related to programming, and the patient was redirected to their healthcare provider to further address the issue if it persisted. The a gent made a follow up call. The pt added that they had not seen the message appear again, and they figured out that if they turned therapy off then back on, the intensity could be changed. 2025-mar-23 rtg0775818: information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient has been having problems with stim feeling like it turns off and getting a message on their handset that they are unable to increase stimulation. The caller indicated that the lead runs behind the patient's ear, the battery was recently placed following a trial. The patient has been getting a message that says therapy increase not available. The patient is able to adjust stim after they toggle stim off and back on. The patient has also been noticing when they are able to increase the amplitude, then the stim turns on for a few seconds and then stops feeling the patient indicates that when the ins battery is charged to 80% and above the error message is not displayed. The issue occurs when any of the three groups is active. Group a uses the following parameters. A1 0- +1 -2 +3 -4 +5 6- +7 pw: 350us rate: 45hz 1.2ma a2 +0 +2 -4 -6 the caller indicated that group b was similar but programs 1 and 2 had the electrode configuration swapped. Group c used one program with active electrodes 0 1 2 3 5 and 7 . The caller noted that the physician pulled the lead down during the ins placement because the lead location was uncomfortable when wearing glasses. The caller provided the following impedance values: ref 1 0 842ohms 2 1053ohms 3 1227ohms 4 1241ohms 5 1258ohms 6 1296ohms 7 1285ohms ref 2 0 955ohms 1 1091ohms 3 1135ohms 4 1514ohms 5 1221ohms 6 1268ohms 7 1255ohms ref 4 0 1224ohms 1 1671ohms 2 1514ohms 3 1456ohms 5 1418ohms 6 1558ohms 7 1548ohms ref 6 0 1070ohms 1 1309ohms 2 1268ohms 3 1309ohms 4 1558ohms 5 1145ohms 7 1114ohms the caller ended the clinician programmer session and tried to make adjustments with the patient app, they were able to adjust the amplitude from 1.2 to 1.9ma without getting any oor messages. The caller noted that the patient feels tightness at the base of the implant. The patient applied some pressure where the components were implant but did not have the stimulation cutting out sensation. The caller ran impedances and reported that all values looked similar. The caller provided a specific value for the 6/4 pair of 1238ohms. Technical services (tss) noted that this was a significant change from the first impedance test. The issue was not resolved through troubleshooting. The caller will program groups that use only some of the electrodes to identify if the issue may be rel ated to the electrodes being used for stimulation.

Event description:
On 2025-jun-30: additional information was received from the rep. They reported that the pt was still having the oor issues. Tss reviewed that the occipital nerve stimulation will have higher impedances due to scar tissue and the impedances will change intermittently due to high mobility of the neck. The rep stated they will continue to try to optimize programming. On (B)(6) 2025, the rep responded to a request for additional information reporting that the pt did continue to get oor messages after the reprogramming session when they had called in however, the rep met with the pt the following day (on (B)(6) 2025) and changed their programming and was able to avoid the higher end impedances. The pt has not had any issues since then. The rep reported that reducing the "rate" in the programmed settings seemed to reduce the tightness the pt was feeling at the base of the ins resolving that issue. The rep confirmed this information with the pt on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.